Event description:
It was reported that the patient felt a burning sensation after pulling wheeled trash cans on the driveway. It was further noted that the patient felt the sensation at the internal neurostimulator (ins) site. The patient had an x-ray performed, but reported the physician told him that the "issue could not be determined from the x-ray." The patient outcome was not provided. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient felt the burning sensation whether the device was on or off. The symptoms started occurring in the last 1-2 months, but it had gotten worse since june. The patient experienced acute pain in their back. The location of the symptoms was the patient's middle back over to the left side. Patient felt that something had moved in his back. The pain was so bad that the patient could barely walk. The patient could not walk 1/4 of an aisle at a store before his back and legs started to hurt. The patient's right hand and left leg were going numb. The patient's right arm and leg were weak and tingled. The patient could not hold his 2 month old grandson for more than a few minutes. The patient had not received the results of the x-ray that was taken previously. The stimulation was helping him and covered about half way up the patient's back down to his feet. The patient's status was noted as fair. The patient was getting very concerned about the situation. The patient's health care providers had redirected him back to his surgeons. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient experienced a burning pain in his left back at the implantable neurostimulator (ins) site that had worsened over the last month. It was noted that the patient had a physician's appointment on (B)(6) 2012. No information regarding troubleshooting or x-ray results were provided.

Manufacturer narrative:
Product ID: 39286-65, lot#, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, lot#, serial# (B)(4), product type: recharger. Product ID: 37743, lot# serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).